Event description:
Customer reported instrument was shut down when data management software (lis) sent wrong message to the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for instrument shut down is unknown.